Manufacturer narrative:
There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating patient symptoms are still continuing.

Event description:
Additional information was received stating patient diagnosed with dry eye.

Manufacturer narrative:
Additional information provided in b.5, h.3, h.6 and h10. The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare reported that following an intraocular lens (iol) implant procedure patient experienced foggy/blurry vision, vision has diminished, swelling in this eye along with some scar tissues. Patient hopes that this is not due to the placement of the lens but rather the presence of the macular pucker. Additional information was requested and received.